Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues, wound drains a seropurulent exudate, and antibiotic therapy. Methicillin-resistant staphylococcus aureus, home antibiotics, heterotopic ossification found in the hip during the yearly check-up, another revision suggested but the patient refused. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Dob unknown day/month in (B)(6). Concomitant product: cat#650-0836 delta cer fm hd 036/-4mm 12/14 lot#unk. Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00303 , 0001825034 - 2022 - 00304.

Event description:
It was reported a patient underwent initial right hip arthroplasty. Subsequently, the patient was revised due to infection approximately fifteen (15) days later. Attempts have been made and additional information on the reported event is unavailable at this time.